Manufacturer narrative:
Additional information: UDI, part number and device manufacturing date provided. Patient information was available from the site.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date was unavailable. A manufacturer representative reported that there were no issues in subsequent cases. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported via a surgeon that they were not seeing the dmaps as expected during a laser induced thermal therapy (litt). While the thermal overlay was showing us temperature changes and spread, the damage estimate images did show change, but not as much as the surgeon expected. They restarted the session, however the same behavior continued. They stopped and took a post-op scan and were able to confirm that the actual ablation was more that what was being showed on the software. They were happy with the actual ablation shown. There was no delay or reported impact on patient outcome.

Manufacturer narrative:
Data logs from the event date were provided to medtronic for review. However, review of the logs found insufficient information to determine the probable cause of the anomaly.